Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor 12/24/2013, electrode belt 5/30/2018.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020 after being treated by the lifevest. Review of the download data revealed that prior to passing, the patient received 6 appropriate treatments from the lifevest. At 7:41:18 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vt at 280 bpm with motion artifact. From 7:41:59 am to 7:48:53 am, the patient received 5 appropriate treatments during vf. All five treatments converted the patient's rhythm, then the patient's rhythm degraded to vf. At 7:49:32 am, a non-treatable rhythm was declared by the lifevest. The device was reportedly removed by hospital staff and the patient passed away around 8:40 am while not wearing the lifevest. Reporting this event out of an abundance of caution as the first treatment was unable to convert the patient's rhythm.